Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. After soaking, the device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole midway on the balloon. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the crotch of left anterior descending artery and diagonal branch. A 06/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the crotch of left anterior descending artery and diagonal branch. A 06/2.75 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.